Event description:
The customer stated, the backgrounds were out of range on the cell-dyn 4000 analyzer. The customer changed the white blood cell (wbc) reagent a and washed the wbc diluent reservoir without resolution. The customer stated, they changed the wbc reagent a which resolved the issue. The customer further stated, they had previously seen a similar phenomenon on this and another analyzer but it was resolved by the abbott field service engineer. The customer was sent replacement wbc reagent a. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation method: microbial testing of opened/unopened reagents and retention lots. Evaluation results: wbc reagent part a (list 01h77-01, lots 51749i2, 51754i2, and 56675i2). There is no 510(k) number for cell-dyn wbc reagent a. The 510(k) filed with the initial MDR reflects the cell-dyn 4000 analyzer. The cell-dyn 4000 and cell-dyn sapphire analyzers were experiencing elevated wbc background counts in the field. Background counts were recovering up to 0.5 x 103/ul .the specification for wbc background readings is less than or equal to 0.10x103/ul per the cell-dyn sapphire operator's manual, list number 08h10-01, revision d and cell-dyn 4000 system operator's manual, list number 01h25-01, revision m. Backgrounds counts must be within specification prior to reporting of patient samples. If the operator proceeds to run patient samples with background counts out of specification, results may exhibit fluorescent particle flagging, fluorescent channel 3 flags, resistant rbc flags, increased nucleated rbc flags or abnormal wbc histogram scatter plots. If product labeling is not followed and patient results are reported, wbc results may be inaccurate and higher than actual results; however, it is unlikely that patient management would be adversely affected. Investigation on this issue detected microbial contamination in the wbc reagent part a, list number 01h77-01, which is distributed for use with the cell-dyn sapphire and cell-dyn 4000 instruments. The microbial contamination was identified only on lots 51749i2, 51754i2, and 56675i2 of wbc reagent part a, list number 01h77-01. The contaminant has been identified to be pseudomonas species, an environmental isolate common in bio-films, and does not present a safety hazard. The microbial contamination, sporadic in nature, can affect other lots of wbc reagent part a, as microbial contamination within the wbc reagent part a can further contaminate the cell-dyn sapphire and cell-dyn 4000 systems. The source of the microbial contamination was determined to be caused by a combination of factors, including lack of filtration of water used for cleaning procedures, biofilm shedding in the fill line, increased bioburden due to stagnant zones in the fill-line area and failure to accurately detect contamination as part of product release. The following corrective actions were put in place in order to address the microbial contamination: all three affected lots were recalled from the field and customers were instructed to decontaminate their instruments prior to using any new wbc reagent part a. Incorporation of an improved microbial testing method into the current process. Increased frequency of sanitization in the fill-line area, including filtration of the water used for cleaning-in-place procedures. Increased flushing of the fill-line equipment and autoclaving of fill-line components, such as nozzles. Completion of the final corrective actions has been targeted for the end of (B)(6) 2008. Based on the investigation findings, the microbial contamination has been identified only in wbc part a reagent, list number 01h77-01, for lots 51749i2, 51754i2 and 56675i2; however, if the instrument is not properly decontaminated, the contaminated wbc reagent part a has the potential to spread to the cell-dyn sapphire and cell-dyn 4000 instruments and can then back-contaminate other bottles of wbc reagent part a placed on the contaminated instrument. This is the final report.